Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer's reported issue. Exact root cause was not determinable. The exact issue is unclear and the customer did not provide any further details.the case has been closed after 3 attempts without any reply from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect / device component has not been returned to vyaire medical. Therefore, definitive root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator alarmed 316-blower failure. The customer confirmed that there was no patient harm associated with the reported event.